Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 30-degree endoscope plus had an inverted orientation after the surgeon moved it from the universal surgical manipulator (usm) 2 to usm 3 on the patient side cart (psc). The technical support engineer (tse) advised this was likely a scope flip issue that was due to the 30-degree endoscope plus being installed on a different usm. The customer confirmed that the horizon line was off. The tse confirmed that setting the scope to match the configuration would prevent this from occurring. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting the image orientation issue with the 30-degree endoscope plus, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The tse advised this was likely a scope flip issue that was due to the 30-degree endoscope plus being moved from one usm to another. The tse also advised that setting the scope to match the configuration would prevent this from occurring. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The information gathered indicates that the device did contribute to the customer reported issue. The probable root cause of inverted image cannot be determined based on the information provided. Since the product was not returned, the reported event was unable to be confirmed or replicated. This complaint is considered a reportable event due to the following conclusion: it was alleged that the image was inverted. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.